Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open CABG, the jaws of the device became not to open suddenly during use. It was hard to operate the device after clipping properly, so the surgeon used the replacement. There was no bleeding and damaged tissue with the patient. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # t92k5k. Investigation summary: the analysis results found that the mcm30 device was returned with no damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.